Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the device was not able to be interrogated. Additionally, the patient experienced a syncope episode and fell, which led to head trauma. The patient was hospitalized, at this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that, after patient was admitted to the hospital, evaluation of the patient confirmed no mayor issues were observed due to the head trauma. It was decided to explant and replace this device. This device was kept by the health care facility, therefore, it is not expected to be returned. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the device was not able to be interrogated. Additionally, the patient experienced a syncope episode and fell, which led to head trauma. The patient was hospitalized, at this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that, after patient was admitted to the hospital, evaluation of the patient confirmed no mayor issues were observed due to the head trauma. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: a1: patient identifier; g2: report source.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the device was not able to be interrogated. Additionally, the patient experienced a syncope episode and fell, which led to head trauma. The patient was hospitalized, at this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that, after patient was admitted to the hospital, evaluation of the patient confirmed no mayor issues were observed due to the head trauma. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.